Event description:
A trial patient reported that she felt like she had a urinary tract infection (uti). It was indicated that she started trial a day prior to this call. She was on day 2 of basis evaluation (be). She thought the stimulation sensation was giving her the sensation that she had a uti. The change in symptom was considered sudden. Patient also reported that she had a yeast infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported they did not need any treatment for the sensation and it was not a uti. They also stated that the alleged yeast infection was not an infection. Both issues were stated as going away by themselves. They did not know if they were form the sensation or not. The patient also noted that they did not go ahead with the implant because they could not get anyone to drive them home after the procedure. They did not feel like the hcp gave them all the information they needed. What they described before the procedure was not what really happened. The patient said they had gotten used to going to the bathroom hourly and did not feel the stimulation was worth the trouble. The patient noted that they were receiving physical therapy for a balance issue that was unrelated to the device or therapy and that the hcp did not want them to be real active for the first few months after implant. They felt the therapy was more important.